Event description:
Doctor reported events of: "left pleuritic pain", atelektasis [sic], "rupture of middle esophagus", "severe mediastenitis", "septic shock", "multiple organ failure", and death from journal article: "bougie insertion: a common practice with underestimated dangers", international journal of surgery case reports 3 (2012) 74-77. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. Multiple requests for further information have been made. Allergan has received no response from the authors. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death, esophageal perforation, infection, and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of esophageal perforation as follows: "perforation of the stomach can occur." "Warning: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the reported event of infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."